Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the device use by date was 2014-07-28, but the device was implanted in 2015 (B)(6).